Event description:
The physician was attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to the manufacturing facility it was noted that the stent had dislodged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and bunched indicating that it may have been stubbed during advancement of the device. The stent had dislodged from the balloon. The balloon folds were partially opened and disturbed. Crimp impressions were evident along the working length of the balloon. One segment was intact at one end of the stent and three segments were intact at the other end of the stent. The remaining segments were severely stretched and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement and failure to deliver stent), patient's condition affected effectiveness of device (severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).